Event description:
A report was received that the patient had an infection at the pocket site. It was noted that the patients pocket was oozing. The physician believed that the infection was procedure related and not device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein everything was removed. The patient was doing well postoperatively. Model number/catalog number: sc-2218-50 serial number: (B)(4) batch/lot number: 5099737 / 5100644 model/catalog description: linear st lead kit 50 cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. It was noted that the patients pocket was oozing. The physician believed that the infection was procedure related and not device related. The patient will undergo an explant procedure.